Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Actual device upon receipt: since the actual device was not returned, detailed investigation of it could not be performed. History investigation of the involved product code and lot number no anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the manufacturing records. In addition, since the actual device was not returned and the details of the procedure were unknown, it was not possible to clarify the cause of the occurrence. Relevant IFU reference: precautions / 9th dot while using, be careful not to put external pressure on the device that could cause damage. Precautions / 9th dot be careful that no foreign particles get into the air injection port when injecting air. The air could leak. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo corporation received the following information: it was reported that on (B)(6) 2026, when using the tr band to achieve hemostasis at the patient's radial artery puncture site, it was found that the balloon could not be inflated and thus could not achieve compression hemostasis. Use of the device was discontinued and reprocessed. The procedure outcome was not reported. There was no harm to the patient reported.